Event description:
It was originally reported that the device system was replaced with no other information. It was later reported that the patient experienced a loss of therapeutic effect. She had an accident in 2008 which damaged the lead, so she had a revision and ins replacement.

Manufacturer narrative:
Lead model 3889-28, lot # v007427, implanted: (B)(6) 2007, explanted: (B)(6) 2009; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2007; programmer model 3037, serial # (B)(4).